Event description:
It was reported that during a laparoscopic appendectomy procedure, the first firing was fine. The device was reloaded with a new cartridge and the device did not fire. Unk how the case was completed. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the ats45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.